Event description:
It was reported that during the procedure, high pacing impedance and no capture of left ventricular lead was noted. The lead was not used and the physician elected to complete the procedure with a different lead. The patient's condition was stable throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.